Manufacturer narrative:
Model number corrected from 9554 to 9550. Lot number corrected from 22086557 to 21445523. Expiration date corrected from 04/30/2020 to 11/21/2019. Unique identifier (UDI)# corrected from (B)(4). Device manufacture date corrected from 05/01/2018 to 11/21/2017. Device is a combination product. Device is a combination product.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending(lad) extending up to mid lad with 90% stenosis and was 22 mm long, with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of two 2.25 mm x 28 mm and 2.50 mm x 38 mm study stents. Following post-dilatation, the residual stenosis was 0%. Eight days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with unstable angina and was hospitalized for further evaluation. On the same day, the event was considered resolved and after five days, the subject was discharged. It was further reported the stents were 2.75mm x 28mm and 3.00mm x 20mm and not 2.25 mm x 28 mm and 2.50 mm x 38 mm as was previously reported.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending(lad) extending up to mid lad with 90% stenosis and was 22 mm long, with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of two 2.25 mm x 28 mm and 2.50 mm x 38 mm study stents. Following post-dilatation, the residual stenosis was 0%. Eight days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient was diagnosed with unstable angina and was hospitalized for further evaluation. On the same day, the event was considered resolved and after five days, the patient was discharged.